Manufacturer narrative:
Section b3: date of event: unknown/ not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded intraocular lens (iol) was explanted because the visual outcomes did not meet expected standards and the patient was dissatisfied. The patient complained of blurriness in the periphery, which affected daily activities. The higher-order aberrations initially present were resolved after the explant. No injury or intervention was required. The lens was removed and replaced during a secondary surgical procedure with an unknown iol. No additional information is available.